Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument was difficult to open. The surgeon was able to complete the procedure with the device. The hospital has reported no patient injury occurred.